Manufacturer narrative:
Na

Event description:
The theatre nurse at philippusstift, reported via our sales rep that a piece of the screwdriver broke off while screwing in a 4.0 locking screw. It was further reported that there was an alternative device available and that surgery was finished with designated result. Customer discarded the broken piece of the device.